Event description:
Pump was prepared in warm sterile water bath, unknown water temperature. Unknown if fluid was seen from catheter port after purge bolus was completed and pump was stopped. Hcp reported patient showed decreased level of consciousness one hour after pump implant which progressed over 10-12 hours to respiratory arrest, requiring ventilation and narcan. Pump was stopped when patient's symptoms worsened. Reservoir volume on telemetry was 14.2 ml and actual aspirated reservoir volume was 2 cc. A purge bolus had been programmed during implant. Pump was not programmed for drugs being delivered, morphine and clonidine. They had left factory settings of sterile water and 15 cc's in the pump program. The pump had been filled with 10 cc of morphine and clonidine during implant. Hcp states he explanted the pump and it is being returned to the manufacturer for analysis. The patient is doing well with a new pump.